Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a white powder was observed inside flow sensor assembly and tubing kit and a "low circuit leak" code was found in the ventilator's downloaded error log. The device's flow sensor assembly, tubing kit, and system board were replaced to address the issue. The following tests were performed, and normal operation were ensured: repair test, alarm checking, battery checking, run testing, and cleaning.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a white powder was observed inside flow sensor assembly and tubing kit and a "low circuit leak" code was found in the ventilator's downloaded error log. The device's flow sensor assembly, tubing kit, and system board were replaced to address the issue. The following tests were performed, and normal operation were ensured: repair test, alarm checking, battery checking, run testing, and cleaning. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.